Event description:
After an implantation period of approx. 30 months, oversensing on the ventricular channel was reported. Furthermore it was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021 the lead was also explanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Plexa promri df-1 sd 65/16: upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated that the lead body was found squeezed and damaged 31 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.